Event description:
On (B)(6) 2013, surgeon (B)(6) removed a starr icl lens because it induced cataracts, and the pt had to undergo cataract surgery. Removal of an implanted device requires reporting to the federal government.